Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the as returned product identified worn marking due to usage, crown attached and a fracture at the threads. Pre-existing conditions were noted on the product experience report (per) were diabetes and osteoporosis. The reported device was location is #3 and was used for approximately 2 years 1 month. Pictures or x-ray images were not provided. A device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the screw dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Complainant reported that the implant fractured. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. Additional PMA/510(k) number ¿ k113753 / k112160.

Event description:
It was reported the implant off with the apical portion of the implant still in patient's mouth. The implant site was grafted with allograft prior to implant placement.